Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphadenopathy and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: severe pain, capsular fibrosis and swollen lymph nodes in the armpit area.

Event description:
Patient representative reported for left side "severe pain, capsular fibrosis, and capsule then had to be removed (captured as capsular contracture grade unknown)¿, and "swollen lymph nodes in the armpit area". The reported events "sleep disturbances, recurrent fever episodes" are not related to the device. The device was explanted. Treatment: explant and removal of capsule.